Manufacturer narrative:
(B)(4). Date sent: 08/31/2021. D4: batch # u5ev2r. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples present and an anvil with an uncut washer. The forward battery was installed, the green checkmark did not illuminate, confirming that the device was not fired. The device was fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. Nothing unusual was observed when attaching the anvil to the trocar. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 02/24/2022 additional information received: mw5103379 date of event: (B)(6)2021 during laparoscopic partial proctocolectomy , diverting loop ileostomy. Lap. Mobilization of splenic flexure icg injection and colovesical fistula take down, the eea 29 stapler would lock down on the anvil. Surgical team replaced the stapler and started the staple process from the beginning. Surgeon had to resect additional colon as a result of this issue and used another stapler. Portion of surgeon's dictation selected a point just posterior to the staple line for the area where the spike would come out and punctured the rectum with the eea spike. The anvil was placed and secured with p.. Standard snap or click. The stapler started to be closed and a sudden decrease in resistance was felt. On exam it appeared the anvil was released from the spike and the spike was out of the hole. Ireopened the spike with my assistant palpating the exact location of the whole and put it through the same hole. After rescrubbing isewed a pursestring with a 2-0 prolene around the spike. We re­ attempted anastomosi s again hearing the standar d snap indicating the anvil was on the spike. This time iwas above with the patient and ensured it clicked and again the anvil slipped off of the spike on closing. We changed out the eea stapler using a different spike and handle device saving the anvil on the back table. The same thing happened aga in-we determine the cause was a malfunctioning anvil. At this point iwas not comfortable with the quality of the rectal tissue given multiple attempts and was concerned there might be multiple puncture sites.we replaced the handport and went back laparoscopically and used a ligasure to mobilize additional rectum using the candycane stapler to transect the addit ional margin of rectum. Bovied off staple line of colon and extracted faulty anvil. Second new anv il placed. Pursestrings same hole -eea 29mm green stapler used anastomosis successful and was at 8 cm from the anal verge. MFR's ref# 3005075853-2021-03931.

Manufacturer narrative:
(B)(4). Date sent: 08/09/2021.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure on june 9th, it was reported that the physician sewed in the anvil of a cdh29p. When connecting the anvil to the trocar all appear fine. Upon closing the device the anvil popped off. Second attempt was made. Second failure precipitated the removal of both anvil and stapler and re done with a new cdh29p. All went well. The case was delayed by fifteen minutes with no patient consequences.